Event description:
Customer states that the battery does not defibrillation discharge. Customer states there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.